Manufacturer narrative:
Unknown report source no longer applies. (B)(4) no longer applies.

Event description:
Additional information was received from the manufacturer representative. The initial report source was a healthcare provider (hcp). It was unknown when the patient first started experiencing the catheter issue. The patient underwent the rotor and dye study because the patient was not getting effective relief; the problem was now fixed. The catheter was dislodged from the intrathecal space. It was unknown what symptoms the patient experienced and what the cause of the catheter fracture was.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source via a manufacturer representative regarding a patient who was receiving lioresal at a concentration of 2000 mcg/ml at a dose of 120 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that there was a catheter revision for repairing a break in the catheter. Dye and roller studies were done about two weeks ago from the time of the report. The roller study results were fine, but no cerebrospinal fluid (csf) was able to be aspirated during the dye study. Intra-operative x-ray/fluoroscopy of the catheter confirmed the catheter was not in the intrathecal (it) space. The medication was brought down to a dose of 96 mcg/day at the same concentration. There were no reported symptoms.

Manufacturer narrative:
Returned catheter analysis found a break in the catheter body.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from the manufacturer representative. The catheter was returned for analysis on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.